Event description:
It was reported that the device overheated during use. The account had a back up on hand to complete the procedure. There are no allegations of adverse consequences associated with this event.

Manufacturer narrative:
The device was received by the MFR for investigation. The investigation is ongoing. A follow up report will be filed if the investigation details require.